Event description:
The customer complained of experiencing high blood glucose levels. The reported blood glucose reading was 230 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications due to a faulty force sensor.